Event description:
Discovered a retained foreign body in left chest during a cardiac cath (B)(6) 2016 on a patient that was not present on che http://emdr.FDA.gov/emdr/formmedwatch2/3500/b.jsf#st xray prior to a PICC line placement. A small fragment of one of the guide wires appears to be the foreign body. One guide wire was found to be intact. The copper wire (sensing wire) was disposed of and not able to do a visual examination of it. The PICC catheter was intact and usable with no problem to the patient.